Event description:
It was reported that there was a crack in the rubber part of the bd vacutainer® edta 2k. Blood was leaking from the defective product upon receipt. There was no impact to patient or lab personnel.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available forevalution? Yes. D10: returned to manufacturer on: 22-nov-2023 h.6. Investigation summary: bd japan received a sample and attached eight (8) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged stopper was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of defective stopper molding. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was a crack in the rubber part of the bd vacutainer® edta 2k.blood was leaking from the defective product upon receipt.there was no impact to patient or lab personnel.